Event description:
This child experienced a sudden decline in performance with her cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to MFR.

Manufacturer narrative:
This type of event is addressed in the device labeling.